Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a review of the pump¿s black box history showed no evidence of any loss of prime warnings occurring. There were multiple cs 162 call service alarms due to not priming the pump after a power reboot. The returned battery cap was used to complete all testing. No cartridge cap was returned with the pump. A test cartridge cap was used to complete testing. During testing, the pump emitted a cs 162 call service alarm warning within a 24 hour duration exercise. The pump case was removed and a cracked trace was found in the force sensor flex near the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.